Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the date of removal was (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unacceptable cosmetic appearance of the breasts. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a mentor memorygel breast implant 350cc on the right breast implant and with unspecified mentor gel breast implant on the left breast implant and suffered from right breast capsular contracture baker grade IV. The patient was diagnosed with unacceptable cosmetic appearance of the breasts. The patient has a history of atrophic breasts. As a result, the patient had undergone explantation and replacement with gel breast implant of unknown type on (B)(6) 2020. This medwatch is for the left breast implant.

Manufacturer narrative:
On (B)(6)2020, it was reported to mentor that the replacement device for the right side was mentor memorygel breast implant 350cc. Manufacturer¿s reference number: (B)(4).